Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Subsequently, the pump battery could not be charged, resulting in the pump shutting down. The customer reverted to manual injections for insulin therapy. Customer's blood glucose was 160 mg/dl.